Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was difficult to disconnect. The reporter stated that in order to disconnect the set had to be clamped and then disconnected. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.